Manufacturer narrative:
The vyaire service team was unable to duplicate the reported customer issue. No further investigation or actions are needed at this time.

Manufacturer narrative:
At this time, vyaire medical has not received the suspect device. Once received and evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the ventilators was not maintaining its CPAP level. There was no report of any patient involvement associated with this reported event.